Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the inspiratory limb of an rt340 adult dual heated evaqua breathing circuit was not heating. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint inspiratory limb of the rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The electrical resistance of the heater wire of the inspiratory limb was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. Continuity testing and visual inspection revealed that the open circuit in the inspiratory limb heater wire was due to a break in the connection between the heater wire and right heater wire pin inside the overmoulded plug. A lot check could not be carried out as not lot date was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. (B)(4).